Manufacturer narrative:
The company representative worked to troubleshoot the reported event with the customer via telephone. The customer was able to complete the procedure by using a different phaco handpiece. The customer did not return the phaco handpiece for evaluation. With no additional, related information provided, the customer reported event could not be confirmed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported there was no phaco in the ultrasound mode during a surgical procedure. The staff reached out for telephone support and changed the handpiece and the surgery was completed. There was no patient harm.